Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being admitted in the intensive care unit for diabetes ketoacidosis and high blood glucose of 900 mg/dl. The customer stated that the doctor mentioned the cannula was bent outside his body and 100 units of insulin were gone, but the tape did not appear to be wet. The customer stated that he is still on back up plan and the doctor requested to have a replacement of the insulin pump. No further info was provided.